Event description:
Ventriculor drain was found disconnected from pt at most proximal stopcock to pt. The tubing hub was noted tightly secured on the stopcock threading while the tubing slipped freely from the hard plastic casing. Initial slurred speech resolved with new ventricular drain set up applied to pt.